Event description:
It was reported that loss of capture (loc) was observed on the right ventricular (rv) lead when the presenting electrogram (egm) was reviewed. There was asystole noted due to the loc. The patient exhibited lightheadedness and possible syncope at the time of the recorded event. The lead was surgically abandoned and found to be fractured. There were also noisy signals, impedance issues and pacing not delivered when required reported due to the lead fracture. The pacemaker was explanted due a non-product experience with no device issue noted. No new device was implanted as a replacement. No additional adverse patient effects were reported.